Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Oral-b toothbrush, its head in mouth / the screw was in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6)2017 that she had a new oral-b brushhead, version unknown, and got its head in her mouth. She stated that she didn't injure herself, but the screw was in her mouth. She thought there were 4 brushes in the package she had purchased. She rubbed a coin on the brush and reported that the logo did not come off. She noted that she had used oral-b brushes for 25 years, and she'd always had good ones. No symptoms were reported. Relevant history: medical history - artificial crown procedure (I have crowns). Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.